Event description:
The customer reported a failure to power up on ac power and ac led was not lit. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported a failure to power up on ac power and ac led was not lit. There was no patient involvement. The unit was evaluated by a philips field service engineer and the symptom was verified. The issue was localized to a failed power supply.